Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo evaluation was performed by our sustaining center with the following result: the complaint condition is confirmed. The parts are cleanable per procedures and documents, if the provided general information instructions are followed. The disassembly instructions instruction (dismantling) is critical to the removal of debris or residue from the part. If the device is not disassembled correctly, the parts may have debris remaining after cleaning operations. Since the parts have not been returned, no additional investigation can be conducted. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The facility provided information regarding their cleaning process and results. They first cleaned the device in an endozime soak and ultrasonic tanks before using several brushes of different sizes and putting the device through the batch washer. There was still debris present. Next, they used a preklenz gel and the completed the same cleaning steps from before. They did this procedure twice and it was noted there was still debris.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the compression/distraction device for foot and ankle hinge was difficult to clean as you cannot see or get a brush in the joint of the device and can not put it apart to clean thoroughly. The sterile services department of the facility has wanted to purchase a foot distractor for capex. And as part of that process, the device was investigated for ease of cleaning and sterilization. The facility investigated this with a small fiber-optic camera and noticed the staining and debris. So, the facility is now going to do a process to see if this is able to be cleaned and if they felt that it cannot be cleaned then the facility is responsible to let all the user know since there was no specific cleaning instruction for this item. In fact, there was a dismantling instruction, tech guide and the generic reprocessing instructions all of which the customer has but these resources do not address the customer concerns. Also, if the facility discovered a way to clean this space, then, they are also happy to share this. The item that was tested was part of the loan set. Hence, the issue that was seen was with the design of the hinge and would apply to all tools of this design. There is no patient involvement. This report is for one (1) compression/distractioninstrument. This is report 1 of 1 for (B)(4).